Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 wire on the jaw start to become loose, it didn't fully come off. The metal wire part of the jaw became loose. The looseness on the jaw happened during the case while trying to perform branch transection. The procedure completed a new device. No patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/11/2022. An investigation was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Charred material was observed on the heater wire. The heater wire was observed to be flexed and twisted away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed. The lot # 25162136 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.